Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion, excessive no delivery and unexpected restart tests could not be performed due to constant motor error alarm. All operating currents were within specifications and no unexpected low battery or off no power alarm was noted. No motion sensor test failure alarm or check setting alarm noted during testing. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm and the setting got erased. The blood glucose at the time of the incident was 114 mg/dl. The alarm history showed multiple motor error alarms, a check settings alarms, motor position encoder error alarm and a motion sensor test failure alarm. Troubleshooting was able to resolve the issue. The device was returned for analysis.